Event description:
It was reported that an implanted pacemaker was explanted and replaced with a leadless implantable pulse generator for an unspecified reason. The replacement procedure was successfully performed. The explanted device was not available for evaluation, and no additional information regarding the reason for explantation was provided. No clinical symptoms or adverse patient effects were documented.

Manufacturer narrative:
This report was submitted based on the information provided on the medwatch #mw5179373.